Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone that the customer was hospitalized due to high blood glucose. Customer also mentioned he has been having issues with the other insulin pump that the battery cap is hard to remove and believes is not delivering properly. Customer stated that he would give a bolus and sometimes his blood glucose would come down and at time it would not. Customer stated he has been hospitalized twice because he thought he gave himself the correct dose, but his daughter found him unconscious having a low and was rushed to the hospital. This incident occurred two months ago, the customer's blood glucose was 68mg/dl. Customer stated he was walking home and started feeling bad. Customer stated what caused the low blood glucose was over infused insulin. Customer declined the troubleshooting on the insulin pump. The customer stated the second hospital visit was due to a low; his blood glucose was 78mg/dl. Customer stated that he blackout's anything under 80mg/dl-90mg/dl.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump was received with stripped battery cap at coin slot area, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.